Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted two-days post implant due to high out-of-range impedance measurements. The high impedances were confirmed with pacing system analyzer (psa) testing. The lead was successfully removed. Besides intervention, no adverse patient effects were reported.

Manufacturer narrative:
This ra lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted that the helix was extended and there was a setscrew mark on the lead¿s terminal pin in the correct location. Resistance testing confirmed that the lead was not electrically continuous. An x-ray of the lead revealed an inner conductor coil break at the distal end of the terminal pin. Based upon its location (close to terminal pin), engineers determined that the break occurred due to torsional overstress associated with extension/retraction of the helix during the implant procedure.